Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. During the unpacking of a liberte' 2.25x28mm drug eluting stent it was noted that the stent was damaged. No pt injuries or complications were reported.